Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device failed as the plunger could not be depressed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam was confirmed with resistance observed deploying the plunger during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, interaction with patient anatomy (human tissue, calcified femoral vessel) during plunger deployment or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.